Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was brought to the or because of signs of infection, 3 implants were removed to improve access for I & d. The implants were replaced with new ones.